Event description:
It was reported that arteriotomy closure of the calcified right common femoral artery using a perclose proglide was attempted after an interventional procedure. Reportedly, after deployment, the sutures did not take. The knot was described as loose. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. Reportedly, the physician is proficient in the use of the device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4) evaluation summary: investigation of the returned device found that the plunger, suture, link, needles, and cuffs were not returned limiting the scope of this investigation. Inspection of the device revealed no abnormal observations. Possible contributing factors for the reported product experience include, but is not limited to, manufacturing, anatomical conditions, and/or deployment technique. There was no needle strike mark at the posterior foot to suggest that the posterior cuff miss might have occurred due to the posterior needle interacting with arterial calcification and striking the foot instead of engaging with the cuff inside the foot pocket during needle deployment. The needle trajectory of every device is checked during manufacturing. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. There was no information reported or definitive evidence in the evaluation of the returned device that suggested incorrect technique. The reported arterial calcification could contribute to the product experience; however, this could not be confirmed. Based on the investigation findings, the reported product experience could not be confirmed and a cause related to the device could not be determined. No manufacturing or quality deficiencies were detected. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. A review of the product lot history record did not reveal any nonconforming material records relevant to this reported event.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.